Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a blurry image was not confirmed. In addition, there was a big leak in the instrument channel. The plastic distal end cove insulation failed. A b30 (scope communication) error with no image was displayed. The bending angle was reduced. There was a tear mark inside the instrument channel. The plastic distal end had multiple dents and scratches. The light guide lens had fluid inside. The bending section cover glue was cracked. The light guide tube had a dent. The bending section cover had a bite. The insertion tube had a buckle. The scope connector had fluid invasion. The contact pins were deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer reported to olympus, the evis exera iii gastrointestinal videoscope entire image was blurry. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that during user handling, the device leaked and water entered the device. As a result, the event occurred temporarily. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image." 2) "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.